Event description:
Additional information received reported that there were no circumstances that led to a fluid/air pocket, swelling, and a flipped im plantable neurostimulator (ins). The issue had not been resolved.

Event description:
It was reported that the patient had swelling, fluid/air pocket and the implantable neurostimulator (ins) flipping; turning and sticking out. There was a revision in (B)(6) 2013 where the ins was moved over 6 inches. There was no change in the reported symptoms following the revision; all symptoms were still present. The revision had included shortening the lead ¿lines¿ due to the symptoms reported by the patient; patient was not able to wear pants, had to wear elastic band. The ins was implanted in the stomach because the healthcare professional thought the patient did not have enough fat in the chest. Further follow-up is being conducted.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 3387s-40, lot# va0bbqp, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va0bbqp, implanted: (B)(6) 2013, product type: lead. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the caller's daughter also had a dbs device. The patient last fall went to phoenix and had their ins removed from the patient's stomach to their shoulder because the device was causing "nothing but trouble." The caller added the patient couldn't get down and do anything without the ins poking them as their ins was located by their waist. There were no further complications reported.